Manufacturer narrative:
(B)(4) analysis not required due to the complaint related to enlite serter.

Event description:
Customer reported his serter was not working properly. He stated that his serter did not pull out of the sensor properly. The customer's blood glucose was 44 mg/dl. He had treated his blood glucose with juice. The customer also stated the needle hub assembly was released from the serter at the end of the call. No additional information provided.